Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the device turning off by itself was undetermined and was unresolved. Since the device was interrogated previously no file was going to be sent, but if it happened again the consumer was going to see their hcp and a data report would be sent. No further complications were anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [702992930 - insr stats.pdf]

Event description:
Additional information was received: it was reported that the ins was turning off by itself. It was being reported that the ins had turned off a total of 4 times since january 2019. The hcp tried to interrogate the patient with the tablet but due to low battery they couldn¿t get communication. The patient didn¿t bring their recharger to the appointment so further troubleshooting couldn¿t be done. They planed to have the patient charge their device and be seen on friday. Programming nurse would get the necessary files from the ins to aid in determining the cause of the ins turning off. Additional information was received from the rep and reiterated the ins turning off on its own. The caller provided the dates as to when the ins turned off ¿ around january 4 or 5, january 6 or 7, march 11th, and then the morning of the call around 4 am. The hcp stated the patient used the same insr to charge both ins¿ but the patient said they had only charged the right ins for 2 hours and it was still at 0%. 3/28 ¿ 25% 48 minutes 3/31 ¿ 25% 41 minutes 4/5 ¿ 0-25% 49 minutes 4/9 ¿ 0% 17 minutes 4/9 ¿ 0% 8 minutes. Average coupling was 4 bars. While in the office the insr was successfully charging the first quartile of the right ins with 8 bars. Insr stats would be sent. There were no further complications reported.

Event description:
Additional information was received from the consumer. It was reported that since contact on (B)(6), the left charger has shut itself off twice. Just this weekend, they spent 6-8 hours charging and realized their symptoms were strong again to indicate it was not working. They checked and the left device was shut off, even after charging. The charger showed 100% charged. It has been difficult for the patient to use the device for checking the on/off status and their wife usually has to check for them. They stated they have never had problems with their right charger. Additional information was received from the manufacturer representative (rep) on (B)(6) clarifying that it was the ins shutting off and this is a continuation of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2020-mar-10. It was reported the patient's implantable neurostimulator (ins) is depleting due to some charging issue and subsequently turning off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient, via a manufacturing representative, stating the left side battery had turned off again on (B)(6) 2019 without a command from a programmer. The rep stated the recharging information looked good, and indicated they did not think the ins depleted. The rep asked about sending a file from the clinician tablet. Refer to manufacturer report #3004209178-2019-02753 for details pertaining to the related reportable event.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-02753 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient said device turned off by itself. No environmental/external/patient factors that may have led or contributed to the issue that the patient could think of. Diagnostics/troubleshooting included the physician interrogating the device and all looked fine including impedances. The physician was not sure if the patient may have accidentally turned off. The physician asked the patient to let her know if it happens again. The issue is reported to be resolved at the time of this report. No further complications were reported or anticipated with this event.